Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n scorpion needle broke when used to thread a tissue. Piece did not break off inside a patient. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, striking the bone or using excessive force to pass the needle through fibrous/calcific tissue. The scorpion needle dfu-0392 states in its warnings section: to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpiontm suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. Do not overstress the device or use device to pry tissue. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.